Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge patient line became broken at the point where it connects to the cartridge. The cartridge patient line was noted to be damaged, but not completed separated. The customer's mother stated when removing the pump from a pocket, the customer might have pulled the pump by the patient line. However, this was not confirmed. The customer's blood glucose (bg) level was impacted (400 mg/dl) with trace ketones. The customer was able to load a new cartridge successfully and resume insulin delivery.